Manufacturer narrative:
(B)(4). Investigation summary: one empty labeled winding former of product code w8704, lot mmb952 was received for analysis. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue of ¿suture and needle easily separate". The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mmb952, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture and needle easily separated during the procedure. There were no adverse patient consequences reported.